Event description:
It was reported that the armada 14 3.0 x 20mm was used to cross a stenosis. After crossing upon second inflation at 10 atmospheres, the gauge of the indeflator kept decreasing. The device was checked for leakage, but none was found. There was no resistance during advancement or removal of the device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.